Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the facility's perfusionist, the new occluder was installed and the same issue occurred. The occluder head was changed out, resolving the reported issue.

Manufacturer narrative:
Updated blocks: d4, d10, h3 and h4. H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occluder to operate as intended throughout the evaluation. He was able to induce the red x by intentionally disconnecting and reconnecting the occlude but the red x never appeared on its own. There were no unexpected disconnects during evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a red 'x' displayed on the central control monitor (ccm) over the occluder icon. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist about incident that occurred with the venous occluder module on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2020. The team initiated cpb with the use of the venous occluder without issue. During the procedure, the ccm notified the perfusionist by the indication of a red 'x' over the occluder that there was a failure with the occluder module. The team opted to exchange the module with another during the procedure and the case with full functionality of the occluder, finished without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.